Event description:
Original surgery performed on (B)(6) 2010. Pt implanted with 2-level cslp variable angle plate and 6 screws at c5-c6 and c6-c7. The plate was bridging a malformation on anterior vertebral - some degenerative issues. Plate bridged 2 levels. F/u x-rays showed that the c7 level screws had backed out. Pt was asymptomatic. Revision surgery performed on (B)(6) 2010. Surgeon removed the c7 level screw that backed out. Also it was noted that another screw at level c7 was spinning and did not have a good purchase into the bone and was removed and replaced. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date w/o a lot number.